Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported that she is in the ed due to both pumps failing and leaking cassettes. One pump lost connection to its remote and was unable to pair. When the ed rn attempted to place a new site, she was unsuccessful and medication leaked on the other pump. The rn reported the patient was off remodulin for about 6 hours before being placed on IV remodulin, waiting for replacements to be couriered. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.